Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v149177 , implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported that they were advised by the health care professional (hcp) to get their patient programmer replaced. When the patient went to sync and adjust stim over the call, the patient programmer was working as intended. The patient was able to increase/decrease stim. They were on program 2 at 1.90 volts but it felt uncomfortable. She turned stim down to 1.80 volts a week ago. The patient's urgency had not been helped since (B)(6) 2015. She went to the hcp in (B)(6) 2015 to get reprogrammed and it worked beautifully. The patient was not getting therapeutic benefit. The patient was feeling stim vaginally. There were no falls/trauma that could be related to the issue. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.